Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer followed the tse recommendations and unit passed all testing.

Manufacturer narrative:
.